Event description:
It was reported that this right atrial lead got dislodged as confirmed through x-ray. This lead was explanted and successfully replaced. This lead is not expected for return. No additional adverse patient effects were reported.